Event description:
The device was used during a thoracoscopic lung resection. Reportedly, the instrument was difficult to open. The surgeon was able to open the device and complete the procedure. The hospital has reported no pt injury occurred.